Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. - the patient date of birth is (B)(6) 1973. - the patient reported that the correct date of event is (B)(6) 2020. - the patient reported that she had been diagnosed with hashimoto¿s thyroiditis. In addition, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2022, mentor received additional information about the event. Additional unspecified systemic symptoms were reported, including unspecified autoimmune issues and ¿many symptoms¿ of breast implant illness. Additionally, it was reported that the patient¿s implants were placed extremely high and that she suffered from disfigurement (waterfall effect) in both breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, unexplained infertility. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 250cc saline breast prosthesis (left device) and a mentor siltex round moderate profile 275cc saline breast prosthesis (right device) and suffered several unexplained systemic symptoms, including muscle weakness, numbness, tingling in the extremities, fatigue, brain fog, dry eye, and thyroid issues. In addition, the patient reported that she suffered from unexplained infertility. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020. The patient reported that there was some improvement with her symptoms post-explantation. This medwatch report is for the patient¿s left breast prosthesis.